Event description:
It was reported that an unknown alarm occurred on the homechoice device during peritoneal dialysis therapy. It was unknown if there was patient involvement. No additional information is available. .

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The reported event was unknown; however, a system error 1006 was identified during a review of the event history log. A sample evaluation was performed and functional testing verified the system error 1006. A visual inspection was performed without finding any additional issues. Full functional testing, electrical safety testing, calibration, and a simulated therapy were performed with no additional issues found. The cause of the condition was determined to be the power supply. To correct the condition, the power supply was replaced. Should additional relevant information become available, a supplemental report will be submitted.